Manufacturer narrative:
The autopulse platform (s/n# (B)(4)) was returned to zoll (B)(4) for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found the top cover and front/ bottom enclosures were damaged;thus confirming the customer's reported complaint. The autopulse platform is a reusable device and was manufactured on 03/29/2009. Therefore, these types of physical damages found during visual inspection are characteristic of normal wear and tear for the life of the device. Unrelated to the reported complaint, the clutch was found to be sticky. A review of the platform's archive was performed and the customer's reported complaint of the autopulse platform displaying a user advisory (ua) 19 (max applied load exceeded) message was observed on the reported event date of (B)(6) 2016, thus confirming the customer's reported complaint. Functional testing was performed; the autopulse platform passed functional tests without exhibiting any fault or error ua19 indicating that the user was able to clear the error message. In addition, the load cell characterization testing was also performed and indicated that one of the load cells was defective. The single load cell single needs to be replaced to remedy the failure. Additionally, the power distribution board (pdb) also needs to be replaced per routine service procedure. A run-in testing was performed using the 95% patient test fixture (lrtf) for 35 minutes without exhibiting any of the user advisory or fault. In summary, the customer's reported complaint of the platform displaying ua19 was confirmed during archive review. However, the error message could not be reproduced during functional testing or simulated compression tests. No other faults were observed. The damaged top cover was confirmed the customer's reported complaint during visual inspection. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. The physical damages found during visual inspection can occur due to normal wear and tear and/or physical abuse.

Event description:
It was reported that during a training session, the autopulse platform (s/n: (B)(4)) displayed user advisory (ua) 19 (max applied load exceeded). The platform started normally after 3-5 compressions then stopped. After the first time the platform stopped, the customer tried several things such as repositioning, new lifeband, and placed a different manikin on the platform, but the ua19 message still displayed on the second manikin. The platform was restarted; however, the error message could not be cleared. The staff checked the platform and observed that the top cover was cracked. There was no patient involvement reported. No other information was provided.